Manufacturer narrative:
Device was explanted and returned for analysis. Explant date was not provided. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Subsequently the device was interrogated. The interrogation could be properly performed and it revealed the battery status eri. The amount of charge taken from the battery was verified and the battery condition was not as expected. A premature battery depletion could be confirmed during analysis. This ICD is affected by the field safety corrective action, bio-lqc, initiated in (B)(6) 2021.

Event description:
It was reported that approx. 64 months after the implantation the device showed eri status. Patient is going to have a new device and upgrade to crt.